Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: unknown debris identified on IV catheter tip after removing from packaging prior to insertion.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of black material at the tip of the needle cover was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a 20g insyte autoguard IV catheter without the needle. A light colored material was observed on the external surface of the catheter tubing near the tip. The composition and source of the material could not be determined from the returned photograph. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.